Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation caused a dry red rash and a hard bump under the patients skin that had occurred while wearing the pod for an unknown amount of time. The bump only disappeared after few weeks. The patient also reported the pod fell off the infusion site, causing the cannula to dislodge. Patient visited physician and was prescribed hydrocortisone. The patient was discharged from the hospital on the same day they were admitted. The pod was not being worn while they were seeking medical attention.